Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's insulin pump went into threshold suspend when her blood glucose levels where in the 180s or 200s mg/dl because her sensor glucose reading said she was in the low blood glucose range. The customer also stated that her blood glucose level was once 54 mg/dl and the sensor read 80 mg/dl. The customer was worried that her medications may have had an effect on the sensor. Standard troubleshooting was performed. The customer was advised to calibrate the sensor 3 or 4 times per day. The product is not being returned. Nothing further was reported.